Manufacturer narrative:
The insulin pump had an unresponsive escape button due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump while filling the tubing. Customer reported that the insulin pump was beeping and that none of the buttons on the keypad were responsive. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 146 mg/dl at the time of the call. No further information was provided.